Manufacturer narrative:
The event device has been returned to applied medical. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap gastric bypass. Event description: "near the end of the case the tip of the cannula broke off in the patient when torque was placed by the surgeon. All of the trocar was able to be removed from the patient. No further injury happened to their knowledge." Additional information received via email from account manager associate on (B)(6) 2018: surgeon was torquing the trocar while operating and it broke off. It was a normal insertion. This port was an ancillary port during a "straight stick" non-robotic case. Type of intervention: "all of the trocar was able to be removed from the patient." Patient status: no patient injury

Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with a small plastic fragment. Visual inspection confirmed the complainant's experience of a fractured cannula. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by a combination of the material and uneven wall thickness of the cannula. The material can become brittle when exposed to a lipid saturated environment for long duration of time. The uneven wall thickness could cause the cannula to be more susceptible to damage. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has implemented process enhancements intended to further minimize the potential for this type of incident to occur.